Event description:
It was reported that this pacemaker showed a significant decrease in the remaining longevity, from 7 years at the follow up one year ago to 4 years currently. Premature battery depletion was suspected and device data was submitted to technical services for review. Data analysis confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. Additional information as received. Before the pacemaker was replaced, the physician decided to monitor the patient for heart failure symptoms. Current data was submitted to technical services and a new 90-day replacement window was provided. In march, the sales representative reported that the device remains implanted and in service. The patient will be seen again in may while the physician continues to monitor the patient's heart status. A decision on device replacement will be made after the may appointment. In june, the sales representative reported that the pacemaker still remains implanted and in service. The physician continues to monitor the patient's heart status and is considering an upgrade to a cardiac resynchronization therapy (crt) device. At this time, no replacement date has been scheduled. A supplemental report will be submitted if the device is explanted and returned for analysis. In january 2023 the device was explanted and replaced with another pacemaker. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was observed to be operating in safety mode and a memory download was not able to be completed. The device case was opened and removed to facilitate testing of the internal components. Detailed analysis confirmed a high current drain was present, but the battery still supported full device function. The identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Additionally, the battery was removed and underwent further testing due to the safety mode observation. Engineers determined that this device demonstrated behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Representatives from our quality assurance, manufacturing and design engineering groups are actively investigating the root cause for this behavior.

Event description:
It was reported that this pacemaker showed a significant decrease in the remaining longevity, from 7 years at the follow up one year ago to 4 years currently. Premature battery depletion was suspected and device data was submitted to technical services for review. Data analysis confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. Before the pacemaker was replaced, the physician decided to monitor the patient for heart failure symptoms. Current data was submitted to technical services and a new 90-day replacement window was provided. In march, the sales representative reported that the device remains implanted and in service. The patient will be seen again in may while the physician continues to monitor the patient's heart status. A decision on device replacement will be made after the may appointment. In june, the sales representative reported that the pacemaker still remains implanted and in service. The physician continues to monitor the patient's heart status and is considering an upgrade to a cardiac resynchronization therapy (crt) device. At this time, no replacement date has been scheduled. An amended final report will be submitted if the device is explanted and returned for analysis. In (B)(6) 2023 the device was explanted and replaced with another pacemaker. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker showed a significant decrease in the remaining longevity, from 7 years at the follow up one year ago to 4 years currently. Premature battery depletion was suspected and device data was submitted to technical services for review. Data analysis confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.